Manufacturer narrative:
The subject device was evaluated . Evaluation observed no issues or abnormalities. The reported issue was not confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor experienced the screen blacking out when high frequency is activated. The event was identified during the therapeutic procedure. The procedure was completed using the same device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (no image) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The instruction manual describes the following, and the reported phenomenon might be prevented by following the descriptions: "[important information ¿ please read before use - warnings and cautions] it is recommended that only olympus high-frequency electrosurgical equipment will be used with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Always establish the system with equipment that complies with relevant emc standards for safety reasons. Equipment that does not comply with emc standards may cause interference and its function or performance may be affected. Electromagnetic interference may occur to this monitor when it is placed near equipment marked with the following symbol or other portable and mobile communications equipment such as cellular phones. If radio interference occurs, mitigation measures may be necessary, such as reorienting or relocating this monitor or shielding the location." Olympus will continue to monitor field performance for this device.